Event description:
It was reported that the device failed calibration. The tech recommended replacing the mechanism assembly. There was no patient involvement.

Manufacturer narrative:
Technical support (ts) performed troubleshooting over the phone to determine unit not calibrating. Ts recommended to replace mechanism assembly and calibration issue has been resolved. A serial number was not provided; therefore, a review of the device history record cannot be performed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed calibration. The tech recommended replacing the mechanism assembly. There was no patient involvement.